Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the device powered itself off when attempting to charge the device for defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and initially verified the reported issue; however, during subsequent testing of the device the issue could no longer be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the device powered itself off when attempting to charge the device for defibrillation energy. There was no patient use associated with the reported event.